Event description:
Customer reported falsely elevated patient blood lead test with leadcare ii. Customer reported that quality control (qc) results were within range according to package insert instructions: level 1 = 9.9 ug/dl (target range = 8.0-14.0 ug/dl) and level 2 = 27.5 ug/dl (target range = 25.4-33.4 ug/dl). Customer reported a leadcare ii test result of 9.6 ug/dl with corresponding venous confirmatory test result reported as less than or equal to 1.0 ug/dl. The customer was unable to provide a copy of the confirmatory test results. The customer was unable to provide the sublot information for the leadcare ii test kit the falsely elevated patient blood lead test results were reported with. The customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. During troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: not washing hands with soap and water and allowing hands to air dry prior to sample collection contact with the skin when wiping away the first drop of blood not removing excess blood from the outside of the capillary tube not mixing the treatment reagent (tr) tube by inverting 8-10 times customer reported additional falsely elevated patient blood lead test results with leadcare ii using different test kit lot numbers. These instances are referenced in the related report numbers section h10. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection and the blood lead test procedure as it is written in the test kit package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and link to the leadcare ii procedure literature to the customer. Ts emailed the customer for update on 05/04/2026. Customer reported no additional falsely elevated results. Ts emailed the customer for update on 05/13/2026. No response has been received from the customer to date.

Manufacturer narrative:
Please note that due to the sublot number of the leadcare ii blood lead test kit not able to be provided by the customer, the test kit expiration date and manufacturer date are unable to be determined.